Manufacturer narrative:
The reported field event of premature battery depletion could not be confirmed in the lab. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that was exhibiting early battery depletion. No changes or intervention was reported. The patient was in stable condition.

Event description:
New information noted the implantable cardioverter defibrillator (ICD) was explanted and replaced.